Event description:
Customer reported the mixing motor was constantly running producing an electronic burning smell when using the coulter lh 500 hematology analyzer. There were no visible arcs, sparks or flames. No one was injured and the fire department was not contacted. This event was not associated with a leak and no death or injury is attributed to this event and there was no effect to patient treatment or user safety.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and discovered the differential mixing motor drive was faulty. The fse replaced the mixing motor drive resolving the burning smell issue. He also replaced the tubing between ff175 and ff180 as the previous motor had worn a hole in the tubing. Failure mode was identified: failure mode is related to a faulty mixing motor drive that had to be replaced which had also worn a hole in tubing between ff175 and ff180. No erroneous results were generated. A faulty differential mixing motor is likely to cause erroneous differential results due to improper mix chamber operation. Evaluation of product labeling - the coulter lh 500 hematology analyzer is compliant with the following standards: (B)(4).